Event description:
Pt was requested to return to radiology after it was discovered that the same type of thrombolytic brush that had broken off on a previous pt was used on them. Fluoroscopy revealed a part of the thrombolytic brush was in the a_v graft. It was removed with a snare catheter.